Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release criteria. Where product retain sample testing was completed, all chemical and biocidal performance criteria were effective against microbial challenges as required.

Event description:
Civil complaint claims consumer's right eye began to suppurate, became swollen and red after use of unspecified renu contact lens solutions. He used drops for conjunctivitis but the condition did not improve. Consumer went to their doctor and was allegedly diagnosed with a fungus in his lower eyelid. He was given tobradex, patanol, and systane. No further information or medical documentation was provided.